Event description:
The customer reported that the electro-discharge is not enough. This could indicate that no energy or the wrong energy was delivered. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the electro-discharge is not enough. This could indicate that no energy or the wrong energy was delivered. No pt involvement was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.